Event description:
During MRI procedure patient was under general anesthesia due to severe back pain rendering him unable to previously complete scan. Post procedure the patient was taken to the post anesthesia care unit and ECG leads were removed. During removal of the leads it was noted that the area under the patients right nipple was reddened and warm to the touch. Shortly after removal, a small blister formed. Blister was treated by staff and the patient reported no discomfort from the area upon discharge.the MRI suite staff were consulted and have removed the ECG machine from service until biomedical engineering can evaluate. The staff felt based on location that the burn was most likely caused by part of the ECG lead which comes from the mr ECG module, they stated that it was three years old and may need to be replaced although this is not a disposable part. Photos of the leads, module, and monitor were taken.